Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The date of event is unknown. The event timing is unknown. There was no report of patient harm. No known adverse event. Poor image quality. Refer to expiration date as complaint notification date.

Manufacturer narrative:
Evaluation summary we checked the returned unit and confirmed that the remote control button cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the remote control button. The device has been repaired.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.